Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for the call was the caller reported the patient was having issues with their stimulation and the issue began probably 3 or 4 months ago. Caller stated the stimulation was not working as best as it could so the healthcare provider suggested a reprogramming. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from patient (pt) who reported that the issues with stimulation was due to device needing to be reprogrammed and their lead migrating. They reported that they have had lead migration over time. The issue has not been resolved.